Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided.

Event description:
It was reported that the sales representative heard the following case that had occurred 4 or 5 years ago from the md. A clip ligated at the lga fell during a laparoscopic gastrectomy which caused serious bleeding, and the patient was in critical condition. No further information is provided so far.